Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at dose rate of 360 mcg/day rate via an implantable pump for cerebral palsy quadriplegia. It was reported that after pump replacement that was performed on (B)(6) 2024, an infection of the pump pocket was confirmed on (B)(6) 2024. The onset of the pump pocket infection was described as early (B)(6) 2024. The date (B)(6) 2024 is considered an approximate date of event (specific month and year known only). The pump and catheter were removed on (B)(6) 2024. The outcome of the event was not recovered. The causal relationship of the pump pocket infection was unrelated to drug, catheter, and the pump. It was unknown if the pump pocket infection was related to procedure. It was indicated that the opinion was that there is a risk of infection in device-related surgeries.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n717107002 implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.